Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer states leaking grease.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.